Event description:
It was reported that four of seven teflon infusion sets with 23-inch tubing were nonfunctional across two days, resulting in prolonged high glucose to 400 mg/dl that resolved only after changing the infusion set; the removed cannula did not appear bent and no leaking was observed, and replacement supplies were provided along with user support. Symptoms included hyperglycemia with associated headache and lethargy. Outcomes included no lasting health consequences or impact. Investigation included user communication and interviews as well as analysis of information provided by the user. Investigation of this case revealed no specific findings and an unestablished cause for the event. It was concluded, based on previously established findings for similar reports, that the cause was insufficient information.